Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the insulin pump was cracked. Customer stated the pump had bumped while jumping in pool. Customer reported no screen activity and pump still vibrates. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged blank display, vibrate anomaly, moisture damage and cosmetic damage at the case (battery tube) on event date august 17, 2022. The insulin pump passed the active current test, sleep current test, and self test. However, unable to perform the displacement test due to a insulin pump error. Test p-cap locks properly into reservoir compartment. Insulin pump was monitored and no blank display was noted during testing. Received insulin pump with audio turned on in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Removing battery alarmed insert battery. No audio/vibrate/absence of alarm anomalies noted during testing. Insulin pump's history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. A insulin pump error was observed during testing on november 11, 2022 09:26:54.000 due to a gearbox jammed. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board and the force sensor. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), battery tube threads - cracked, serial number label missing and corroded battery tube. In summary, customer allegations not confirmed for blank display and vibrate anomaly. Moisture damage confirmed at the electrical board and the force sensor and cosmetic damage confirmed at cracked case (battery tube). Insulin pump error observed during priming due to a gearbox jammed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.